Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittent cartridge alarm occurred, during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) was "high". Although, specific value not provided. Customer addressed bg level via correction bolus via pump.